Event description:
The device was replaced due to the field advisory and subsequently tested out of specification during manufacturer's analysis, consistent with that advisory. No patient complications have been reported as a result of this event.